Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient developed a pocket hematoma and infection. The implantable cardioverter defibrillator was explanted. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.